Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse noted splatter around the heterogenous module (hm) and dropped vessels behind the hm wheel. The hm probes were out of alignment. The hm and loci alignments were performed. The loci inserts, the sample tubings, probes and drains were replaced, and the water and hm systems were decontaminated. The instrument was calibrated, 5 point precision tests and quality controls were run and passed. The customer is not following the tube manufacturer's instructions for centrifuging the samples. The cause of the discordant, falsely elevated tni results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely elevated cardiac troponin-I (tni) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was centrifuged and repeated on the same instrument, and the repeat result was discordant. The sample was repeated on an alternate dimension exl instrument, before and after the sample was centrifuged, resulting lower. The repeat result of <0.046 ng/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.